Event description:
It was reported an angio-seal device was deployed in 2004. Approximately three days post deployment, the pt presented complaining of pain in the right groin and a fever. The pt, was admitted to the hosp and received zinacef; an antibiotic, intravenously (IV). The pt remained in the hosp four days and was discharged with an order to continue antibiotics for one week.